Event description:
Device malfunction: dislodged stent. Time of malfunction: during procedure. Symptoms/ae: medical /surgical intervention. It was reported that during an attempted stenting procedure in the carotid artery, the omnilink stent delivery system met resistance advancing across the heavily calcified brachiocephalic stenosis and the stent dislodged off of the balloon. The stent, on the guide wire, was snared and pulled down in the guide catheter. When the guide catheter reached the femoral artery, the stent came out of the sheath and required surgical removal via cutdown. The stenting procedure was aborted. The pt was hospitalized for 2 days and reportedly there was no adverse pt sequela. Though requested no additional information was provided.

Manufacturer narrative:
Off-label use in the carotid artery. The device is not available for evaluation. The lot number was not identified; therefore, a device history record review could not be performed. A follow-up report will be submitted with any additional relevant information.